Event description:
It was reported that the user ran out of insulin overnight, experienced hyperglycemia, disconnected the tubing, and changed the insulin cartridge without performing a full supply change, after which blood glucose returned to normal. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no backup therapy use, and restoration of glucose to target range. Investigation included user troubleshooting and education. Investigation of this case revealed an event of hyperglycemia with cause unclear, with no reported device alerts or alarms and no identified device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.